Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report that a beside patient monitor failed to alarm. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. When asked, the customer did not provide error logs, alarm settings, alarm history or any historical waveform data for analysis. Consequently, a root cause determination of ECG algorithm performance could not be determined. An investigation to root cause could not be performed due to the lack of data provided by the customer. This report is considered final and the issue closed.

Event description:
Spacelabs received a report on (B)(6) 2014 that a bedside monitor model 91390 with command module model 91496 failed to generate an alarm eleven days earlier on (B)(6) 2014 at 7:20 p.m. No one was injured as a result of this event.